Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 21.0 cm from the proximal end. The embolization coil was intact with its pusher assembly. The embolization coil winds were offset on the proximal end. Conclusions: evaluation of the returned smart coil revealed that the embolization coil winds were offset. If the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement, damage such as offset coil winds may occur. The offset coil winds likely contributed to the experienced resistance and prevented the coil from being advanced further. During the functional test, resistance was encountered at the hub of a demonstration microcatheter while attempting to advance the smart coil and the smart coil could not be advanced any further. Further evaluation revealed a pusher assembly kink near its proximal end. This damage was likely incidental to the reported complaint. The non-penumbra microcatheter identified in the complaint was not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization as a preliminary treatment of tumorectomy using penumbra smart coils (smart coils). During the procedure, the physician successfully placed two competitors¿ coils in the target vessel using a non-penumbra microcatheter. The physician then attempted to advance a smart coil through the same microcatheter, but felt resistance upon insertion and could not advance the coil any further. The smart coil was then removed and when inspected, there were no noted deficiencies. The physician attempted to re-advance the smart coil again; however, the same issue occurred. The smart coil was removed and not used in the procedure. The procedure was completed using two other smart coils and the same microcatheter. There was no report of an adverse effect to the patient.